Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 800 mg/dl and current blood glucose was 150 mg/dl. The customer experienced symptoms such as diabetes ketoacidosis. Time and date of hospitalization was (B)(6) 2017. Customer treated for high blood glucose was syringes, and intravenous at hospital. Customer stated that it was passed out. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.